Event description:
The patient obtained results of 80 and 154 mg/dl on the reported meter within 10 minutes of each other. They were unable/unwilling to answer if the results were before, during or after having symptoms of vomiting, dizziness, and headache. They took no action to affect their blood glucose level after use of the meter. Their friend called emergency services (emt) patient was taken to the hospital and treated with an IV to lower their blood glucose level. There is insufficient information to indicate that the patient experiencved injury or medical intervention due to the product. A control solution test was not performed, as the control solution was expired. The patient stated that they never perform quality control testing. The case meets the criteria for a malfunction medical device reportable in terms of precision. The meter, test strips, and control solution were replaced.